Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed the issue by clearing the alarms and/or changing pump supplies. Customer's blood glucose was greater than 600 mg/dl with trace ketones. Reportedly, healthcare provider identified ketone level as dangerous. Elevated blood glucose was addressed via manual insulin injection. Root cause for the occlusion alarms could not be determined as the issue was resolved prior to customer contacting tandem technical support.